Event description:
It was reported by service report that there was no chair operation and the foot end does not go down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bed required calibration.